Manufacturer narrative:
The investigation determined that there were no device malfunctions. Production records indicated that guide manufacture occurred per established processes. The guide was not returned to anatomage after several requests to the doctor's office. Therefore, the evaluation relied solely on the examination of associated production records. Review of the reference chart determined that the sleeve height of the guide mold aligned with what was prescribed by the doctor. Surgery with a properly fitting guide using the prescribed drill length should have resulted in the correct depth as confirmed via virtual measurements documented in the attached report. The doctor had observed that drilling with a 21 mm drill did not pierce bone. This inability to reach the required drill depth with the 21 mm drill could have been caused by inadvertent use of a shorter drill, use of a dull 21 mm drill, or dense patient bone. Based on the doctor's purchase order history, the drill used was purchased in (B)(6) 2014. It is possible that the drill could have became too dull to pierce bone. Additionally, the patient appeared to have dense cortical bone at the implant site which could have contributed to the insufficient drill depth with the 21 mm drill. The treatment plan for the implant at site 30 was in close proximity of the patient's alveolar nerve. The doctor's use of a 26 mm drill which is 5 mm longer than the prescribed drill length of 21 mm would have pierced the patient's nerve which is likely the cause of the numbness reported by the patient after surgery. Further testing and follow-up reporting will be conducted if the guide is returned. (B)(4).

Event description:
The doctor seated the guide without issue. When the doctor attempted to drill with the 21 mm drill per the treatment plan, he observed that it seemed to barely pierce the soft tissue. The doctor then decided to raise a tissue flap and used a 26 mm drill. After drilling a little bit more than 21 mm, the doctor confirmed that the trajectory seemed accurate, slowly advanced to the drill stop of the 26 mm drill, and placed the implant. After surgery, the patient complained of numbness near the implant at site 30. As of the complaint date, the doctor was deciding on how to proceed.